Event description:
As the fourth screw was being placed, the surgeon never felt it seat into place. Cerebrospinal fluid was noted by surgeon. Stat call placed to company rep, then screws and plate were removed. Repair of dura made. At conclusion of case, pt was able to move all extremities. Pt will be followed by surgeon. Company rep and physician met to discuss issues. Screws and plate retained by or director if further testing is needed.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.